Manufacturer narrative:
D4: updated. H3 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log revealed no errors or faults related to the complaint. A review of the past 12 months showed no prior service history. Visual inspection identified a delaminated downstream occlusion (dso) seal. The complainant¿s allegation was confirmed. The dso seal was replaced, with the probable cause determined to be normal wear leading to delamination. Following repair, the device successfully passed all functional testing.

Event description:
It was reported that the cadd-solis vip pump kit had an unattached downstream occlusion seal (dso) during testing. The reported issue may result in improper occlusion detection and may allow fluid ingress, potentially affect the dso sensor and lead to delivery inaccuracy result in serious injury if it occurred during use. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.